Event description:
We are doing a laparoscopic assisted ileocolic resection on this patient and the third time we used the gia 75mm stapler (with blue load), the stapler misfired on the patient's tissue. The surgeon inspected the tissue and stated that there was no injury, but he said we needed another stapler to complete the anastomosis. The misfired stapler has been handed off to the specialty manager with the manufacture box and patient information, and she will proceed according to policy. It was an ethicon gia 75mm stapler, with a blue 75mm load, reference number is tlc75, lot number is 632c29, expiration date is 08/31/2028.